Manufacturer narrative:
Analysis of the pocket adapter (lot #n377294) revealed that there were no anomalies with the adapter. Analysis of the extension (serial # (B)(4)) revealed the outer insulation of the body of the extension had a breached depression. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the short, return of symptoms, and insulation issue wasn¿t determined. The device was going to be returned shortly. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 64001, lot #: n377294, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: adapter. Product ID: 7495-51, serial #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 64001, serial/lot #: (B)(4), ubd: 28-feb-2017, UDI #: (B)(4). Product ID: 7495-51, serial/lot #: (B)(4), ubd: 28-feb-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient experienced a return of symptoms. Nothing out of the ordinary contributed to the issue. Diagnostics /troubleshooting included impedance checks done that showed a short. This was the main contact that the patient was receiving benefit from. Interventions/actions included surgery being performed and they replaced the pocket adaptor and the short was resolved. The issue is reported to be resolved. The surgeon detected what could be a deformity in the insulation and decided to change to extension as well. The devices are expected to be returned. No further complications were reported or anticipated with this event.